Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007 inratio 1.6 lab 3.6; inratio 1.9 lab 3.6; inratio 1.5 lab 3.6; inratio 1.6 lab 3.1 (coaguchek); inratio 1.9 lab 3.1 (coaguchek); inratio 1.5 lab 3.1 (coaguchek).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first, third, and the last sets of data, inratio values are outside the confidence limits for inr testing. Products will be tested. The test results retains strips lot 060201 in 2006, are as follows: see scanned table. Based on the above test results, per pr 0103, retained lot 060201 meets the criteria for strip accuracy.